Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported that a button the front bezel was faulty and they could not run a test on the device. There was no patient involvement.